Manufacturer narrative:
The pictures of the complained htl/droplet 1ml insulin syringe 31g * 8mm (u-100 insulin only) (pe bag), ref 6004 lot 02208049 received by the customer for evaluation confirmed the complained issue. During the manufacturing process of the insulin syringe, individual boxes may be damaged, and the inspector may have to replace them one by one. Therefore, the inspector mistakenly replaced the 1ml cc 30g×5/16"(0.3mm×8mm) central box with the 1ml cc 31g×5/16" (0.25mm×8mm) central box. The inspector and labelling operator did not check the label and packaging specifications of the box, so the wrong box was placed on the market. As a corrective action, the manufacturing partner arranged training for all related workers regarding the label and packaging specifications requirements. Sol-millennium will continue to monitor this kind of issue and in case the number of complaints will increase further evaluations and corrective actions will be taken. This report was initially submitted on 07/17/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: customer call from (B)(6) pharmacy to inform us that they received a carton of droplet insulin syringes with the wrong size syringe than what is printed on the label of the carton. Customer does not know the quantity of incorrectly labeled cartons were received, he only reported seeing one carton with that problem. Images have been provided. Sample are no available.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct brand name (d1) provided in the initial MDR 3014312726-2024-00277. The previously reported brand name was incorrect. The correct brand name is droplet syringe.